Event description:
It was reported that intima-ii y 24gax0.75in ss prn slm npvc was damaged. The following information was provided by the initial reporter: the nurse had arrived at the bed and prepared the patient for infusion. She opened the packaging of the indwelling needle and found that there were two places of the indwelling needle that were compressed and sealed. After replacing, the infusion continued.

Manufacturer narrative:
Correction: when the tubing is kinked, this may lead to reinsertion of the IV or repositioning of the tubing but would not lead to harm or serious injury. This complaint is not MDR reportable. There was no report of serious injury, medical intervention, or reportable device malfunction.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that intima-ii y 24gax0.75in ss prn slm npvc was damaged. The following information was provided by the initial reporter: the nurse had arrived at the bed and prepared the patient for infusion. She opened the packaging of the indwelling needle and found that there were two places of the indwelling needle that were compressed and sealed. After replacing, the infusion continued.